Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke into two pieces while attempting to ligate vein branches in the lower leg of the pt. The harvester was able to grasp the piece and remove it through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product is returning.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the c-ring had split in half. The other half of the c-ring and the scope wash tubing were received separate. The scope wash tubing was intact. The device had some evidence of blood. Based upon this observation, the reported complaint for "c-ring split" was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).